Event description:
The customer reported the viking m lift tipped over while lifting a patient and the patient fell to the floor. The patient was not injured. No additional information was provided pertaining to the sequence of events leading up to the incident. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
The unit was returned to the manufacturer for investigation into the warped and cracked base found during inspection. The investigation concluded that the lift had been subjected to severe asymmetrical overload. Possible causes are that the slings have been under one front wheel while lifting, or that the sling /slingbar has been entangled in surrounding equipment. This is likely caused by user error/abuse. Viking m mobile lift is a general-purpose lift with the intended use in; health care, intensive care and rehabilitation. Viking m mobile lift is an excellent aid in daily transfers of both adults and children. With 3 various lifting height positions viking m mobile lift gives a flexibility for most lifting situations such as lifting to and from wheelchair, bed, toilet and floor. Horizontal lifting can also be performed in combination with the liko¿ octostretch¿ accessory. The device instructions for use (IFU) includes the following warning: unbalanced lifting poses a tipping risk and may damage the lift equipment. The IFU states before lifting, always make sure that the lifting accessories are not damaged. In this event, a patient fall occurred after the viking lift tipped over. The event did not result in patient injury or medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, which concludes a serious injury did not occur. If the reported event were to recur, it would be likely to cause or contribute to a death or serious injury.

Manufacturer narrative:
The baxter service technician inspected the lift and found the base was warped and cracked. Hillrom has requested for the lift to be returned for further investigation into the root cause of the reported malfunction. In this event, a patient fall occurred after the viking lift tipped over. The event did not result in patient injury or medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, which concludes a serious injury did not occur. The cause of the event is undetermined. If the reported event were to recur, it could cause or contribute to a death or serious injury. The investigation is ongoing, any findings will be submitted in a final report.

Event description:
The customer reported the viking m lift tipped over while lifting a patient and the patient fell to the floor. The patient was not injured. No additional information was provided pertaining to the sequence of events leading up to the incident. This report was filed in our complaint handling system as (B)(4).